Manufacturer narrative:
A return material authorization (RMA) was not issued for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the monopolar curved scissors (mcs) was bent inside the abdominal cavity. The customer stated that it was due to a strong interference outside the view. The customer used a backup mcs instrument to continue with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument collided with the other instrument during the procedure. The customer stated that fragments fell into the patient¿s anatomy. The customer removed the fragments from the patient; however, it was not known if all fragments were retrieved. It was not known if any post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was delayed for removing the fragments and replacing the instrument.